Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: revision surgery due to loosening/wear/pain review of event description: the anatomical shoulder¿ system was revised after approximately 5 years and 3 months in vivo due to aseptic failure of left total shoulder replacement according to the surgical report. In the received documents, loosening, osteolysis, pain and wear were mentioned for the aseptic failure of the shoulder replacement. Review of received data: - surgical reports; the surgical report of the revision surgery performed on (B)(6) 2017 due to aseptic failure of left total shoulder replacement was received. The report was reviewed and the relevant points can be summarized as follows: the old incision was used. The rotator interval was opened up and the subscapularis, which was intact, was released, off of the distal humerus. Old sutures were removed. Some benign effusion was found. Synovial biopsy was sent. The shoulder was then dislocated. The humeral head was grossly loose and removed without difficulty followed by removing the stem without difficulty. A total of 5 tissue samples were sent with remaining samples coming from all the fibrinous material in the humeral shaft which all appeared quite benign. After preparing the humerus for the new implants the attention then turned to the glenoid. A circumferential synovectomy was performed. The capsule was released from the base of the coracoid all the way around posteroinferiorly. The glenoid was a little loose and it was possible to pry it off with a cobb elevator without much difficulty. All the cement was then removed from all the drill holes and carefully curetted. Four liter of fluid was then pulse lavaged through the entire joint. Then the new components were implanted. - radiological reports: radiological reports were received but without the corresponding x-rays. The findings are summarized in the following: exam date: findings: (B)(6) 2012: ¿a total joint arthroplasty has been performed. The prosthetic components appear to be in satisfactory position and alignment, without complication.¿ (B)(6) 2012: ¿no interval change in the appearance, position or alignment of the left shoulder total arthroplasty. Adjacent bones and soft tissues are also unremarkable.¿ (B)(6) 2013 : ¿the shoulder arthroplasty hardware appears intact.¿ (B)(6) 2013 : ¿left shoulder arthroplasty components are noted with normal alignment.¿ (B)(6) 2017: ¿reason for exam: left total shoulder replacement with loosening; concerned about infection. The patient was transferred to the fluoroscopy suite and placed in the supine position. Using fluoroscopic guidance, a 20 gauge spinal needle was advanced into the left glenohumeral joint and 4 cc of synovial fluid was aspirated and sent to microbiology for further assessment, with a request for prolonged incubation.¿ (B)(6) 2017: ¿reason for exam: trauma series ¿ post op. The postoperative film shows revision of the left tsr with new glenoid and humeral components. The humeral component is cemented. An air-fluid level is visible in the adjacent capsule. There is no dislocation.¿ devices analysis: - visual examination : the anatomical shoulder¿ humeral stem shows slight removal damage in form of scratches and nicks. Two horizontal, fine grooves can be seen on the same height on the medial side of the neck region in the middle of the curved area. Almost no bone attachments can be observed on the anchoring surface. On the non-blasted surface some small changes to the surface can be observed by naked eye. Closer inspection with the microscope (B)(4) revealed small spots and areas with a milky, cloudy appearance. The taper shows some slight horizontal grooves approximately 6 mm distal to the taper entrance mostly on the anterior side. On the posterior side of the taper vertical, short lines can be observed which are assumed to be the seating pattern of the taper connection. The origin of the horizontal grooves remains unknown. In one area at the entrance of the taper, two small nicks can be observed. The anatomical shoulder¿ humeral head exhibits some slight nicks and scratches which most likely derive from the revision surgery. It shows scratches and possible electrocautery damage on the articulation surface. The backside of the head exhibits polished areas; one elongated along the distal half of the edge and two circular areas distally. The taper shows some horizontal grooves similar to the ones observed on the stem¿s taper. Additionally slight seating pattern can be seen in some areas. The anatomical shoulder¿ glenoid shows some nicks and indents mostly on the side rim that possibly derived from the revision surgery. The articulation surface is covered with indents and scratches and is shiny polished. A small area at the edge of the rim exhibits a roughened appearance. Additionally the articulation surface is orange discolored which most likely derived from absorption of substances from the surrounding organic environment e.g. Synovial liquid, tissue. The anchoring side shows some remains of bone cement around the pegs. The remaining bone cement is very thin and appears in different colors like light brown, brown and grey-brownish. The cement is polished in tiny spots and small areas. The rest of the cement seems to be broken off. In some areas the polyethylene is slightly polished with short line-like abrasions. The polyethylene in between the pegs shows a roughened surface. Conclusion summary: the anatomical shoulder¿ system was revised after approximately 5 years and 3 months in vivo due to aseptic failure of left total shoulder replacement according to the surgical report. In the received documents, loosening, osteolysis, pain and wear were mentioned for the aseptic failure of the shoulder replacement. The small spots and areas with a milky, cloudy appearance on the anatomical shoulder¿ humeral stem could possibly point to loosening. This is underlined by the surgical reports, where it is mentioned that the anatomical shoulder¿ humeral stem was removed without difficulty. The nicks observed on the entrance of the anatomical shoulder¿ humeral stem¿s taper remain of unknown origin. The polished areas seen on the backside of the anatomical shoulder¿ humeral head could point to movements probably against bone. It is unknown if the movements of the head were with the stem indicating a loose stem or without the stem which could indicate a loose taper connection. The origin of the horizontal grooves observed on both counterparts of the taper connection remains unknown. It is possible that they are related to a relative movement between these counterparts. The anchoring side of the anatomical shoulder¿ glenoid shows some remains of bone cement that is very thin and shows some polished tiny spots. The rest of the cement seems to be broken off. In some areas the polyethylene is slightly polished with short linelike abrasions and other areas of the polyethylene have a roughened appearance. These observations made on the anchoring side could point to loosening on both interfaces; the cement/bone and the cement/polyethylene interface. This corresponds with the surgical report describing the component as a little loose. The articulation surface is covered with indents and scratches which points to third body wear which likely derived from the broken off cement. It is unknown at what point in time the above mentioned phenomena occurred and if and to what extent they may have influence each other. With the received information it stays unknown if there were other influencing factors leading to the revision. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that patient was implanted with an anatomical shoulder, humeral stem, uncemented, 12 on (B)(6) 2012 on the left side and underwent revision surgery on (B)(6) 2017 due to wear.